Manufacturer narrative:
(B)(4). The rx tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed lesion in the mildly tortuous distal right coronary artery (rca). The 1.20 x 06 mm tenku balloon dilatation catheter (bdc) was unpackaged, soaked, and prepped for use without any issues noted. The tenku bdc met resistance during advancement to the lesion; however, it was able to cross. The tenku balloon ruptured at 10 atmospheres (atm) during the first inflation. The procedure was completed successfully using a non-abbott bdc. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.